Event description:
Complaint received from canada. Customer reports ¿this incident has occurred on four separate occasions, three times in one night with the same patient, and once with a different patient on a different night. I was involved with the patient that it happened three times in one night. I reviewed the patient¿s lines and they were not kinked, twisted, or connected inappropriately. The leaks did not occur at a connection point, but at a solid section of the y-set itself. The lot number as best as I can tell from the packaging is: with an expirations date of: 2010 02. There were not any adverse patient events/outcomes that we are immediately aware of.¿ although requested, no additional information is available.

Manufacturer narrative:
The reported device is unavailable for testing. A batch has been requested for the reported lot number. A follow up report will be submitted upon receipt of the batch review results.